Event description:
A malfunction alarm with code malf 9 occurred, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, as the malfunction code was resettable. The customer successfully reset the pump, and the malfunction did not recur, allowing the continued use of the device. The customer was advised to contact technical support if the malfunction code appeared again and acknowledged the guidance provided.